Manufacturer narrative:
(B)(4).

Event description:
Dex090 - transmitter failure.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number 8st8gk. However, transmitter with serial number 8sp8gk was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).